Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5 cm stone. However, the thumb ring of the trapezoid handle broke. In order to release the stone from the basket, the physician shook the stone out of the basket. The procedure was completed with an olympus lithotripter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. Problem code 1069 captures the reportable event of thumb ring broken. Visual inspection of the returned device found the thumb ring was detached from the handle. However, the handle has coincident marks that indicate proper assembly during manufacturing. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to thumb ring detachment. Coincident marks in the handle indicates proper assembly during manufacturing. Therefore, the most probable root cause is adverse event related to procedure. A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5cm stone. However, the thumb ring of the trapezoid handle broke. In order to release the stone from the basket, the physician shook the stone out of the basket. The procedure was completed with an olympus lithotripter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.